Event description:
Burns, blister in shoulder/neck area [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. This report was received via a sales representative. A (B)(6) female pt of an unspecified ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder and wrist), via an unspecified route of administration from an unspecified date for an unspecified indication. Relevant medical history and concomitant medications were not reported. In (B)(6) 2014, the pt experienced burns and blister in shoulder/neck are. Therapeutic measures taken as a result of event included burn and wound gel. The pt confirmed she did not apply the product overnight and no surgical treatment was necessary. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the event was recovered.

Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. Follow-up ((B)(4) 2015): new info received from the pharmacist includes: pt age, suspect product, reaction data (additional info of event description and event updated to burn blister), therapeutic measures, action take and event outcome. Company clinical eval comment: based on the info provided, the event burns, blister in shoulder/neck area as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the info provided, the event burns, blister in shoulder/neck area as described in this case is considered a serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.